Event description:
Covidien received information stating that an 840 ventilator intermittently went into circuit disconnect while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The customer reported that the short self-test (sst) test was performed and passed. Customer reported that the alleged malfunction was related to an user parameter setting issue. (B)(4).